Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: photo analysis: there is cut on the drain. The reservoir used is not ethicon product. By the photo analysis, the root cause cannot be determined without sample evaluation. Sample analysis: lot number is unknown, hence, batch record review and retain sample evaluation was not done. One used complaint sample was received and there was hole on the black dot marked area. The complaint sample was slit from the middle of the drain. The sample was not in its original form. The length of complaint samples was not complete. It was not possible to determine the location of the drain broke. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent date of procedure? [Ans: unknown, just know around 1 week before removal] procedure name? [Ans: total hip replacement] where was the drain secured? [Ans: unknown] how was the drain secured? [Ans: silk suture] were there any anomalies with the drain: appearance, damage or function prior to use? [Ans: unknown] was the drain checked for patency during the procedure? [Ans: unknown] did the drain function as intended? [Ans: unknown] were there any anomalies with the drain: appearance, damage or function after use? [Ans: unknown] date of fragment of drain removal? [Ans: (B)(6) 2021] product lot number of drain? [Ans: unknown] patient¿s current status? [Ans: discharged] what is the surgeon¿s opinion of the event on the patient consequences? [Ans: unknown].

Event description:
It was reported a patient underwent a total hip replacement on an unknown date and a drain was used. The drain was broken during removal by sliding. Health care professional removed the drain lightly, but still part of the drain left in patient's body and needed to be removed. Additional information has been requested.